Manufacturer narrative:
A datascope patient monitoring clinical education specialist reviewed documentation of the event provided by the customer, and agreed that it did appear that the software algorithm had not identified a ventricular tachycardia condition. Copies of the documentation are being provided to patient monitoring's software vendor (B) (4) for analysis. A follow up medwatch will be submitted.

Event description:
The customer reported that while the panorama central station was in use monitoring a patient with a passport 2 at the bedside, the system failed to alarm for over one minute when the patient experienced ventricular tachycardia (torsades). The system alarmed for couplet and irregular heart rate during the time period in question. Clinicians were attending the patient during this time. A code was called and the patient was defibrillated. The patient's condition stabilized.